Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone that insulin pump had partial display. The customer¿s blood glucose level was 250 mg/dl at the time of incident. The customer reported that the screen became completely white and was hard to read. The insulin pump will be returned be for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Missing segments/partial display not confirmed.